Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during a transesophageal echocardiography (tee) exam, it was observed that the transducer output is showing poor quality image. The transducer was replaced to complete the procedure. The exam was not repeated as there was no loss of data. There was no adverse event reported. No additional information was provided.